Manufacturer narrative:
Findings: pump was received with broken reservoir tube lip, cracked belt clip slot at battery tube threads area, cracked battery tube threads and cracked case at display window corner.

Event description:
The customer reported via phone call indicating that the insulin pump had damage. Customer's blood glucose at time of incident was 397 mg/dl. The customer stated that there is missing pieces on the top part of reservoir compartment the rubber part is sticking out. The customer took a correction dose and blood glucose went to 414 mg/dl. The customer doesn't know how the damage occurred. The customer was advised to discontinue use of the device and revert to backup plan. Customer was advised that the device would be replaced.